Manufacturer narrative:
Date of event: (B)(6). Date of report: 29aug2019. The fse replaced the oxygen sensor to address the o2 sensor issue. There was no information provided regarding resolution of the screen glitch issue however; the customer reported the unit is back in service after visit from fse. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reported the o2 sensor need replacement. The field service engineer (fse) reported extended self test (est) would not pass under oxygen sensor test. The fse also identified that the screen had glitches. It is unknown if the device was in use at the time of the event. However, there was no patient harm reported.